Event description:
The customer called to report that her blood glucose reading was not transferring over from the glucose meter to the insulin pump. Found that the meter option was turned off. The customer also stated that she was not feeling well. The customer was experiencing hot and cold flashes, dizziness and a high blood glucose reading of 216 mg/dl. The paramedics were called for the customer, and they arrived during the call. The paramedics stated that they would be assisting the customer, and hung up the phone. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.